Manufacturer narrative:
Cine review: a short video clip was received from the account. The clip shows a guide catheter in the radial vessel. The clip captures what may be the dislodged stent in the guide catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute onyx rx coronary drug eluting stent to treat a lesion located at the obtuse marginal. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. No issues were noted when removing the protective sheath. The device was inspected post removal of the protective sheath with no issues and negative prep was performed with no issues. The non-mdt guide catheter was inspected prior to use with no damage noted. The lesion was pre-dilated. It was reported that the stent dislodgement occurred during delivery to/at lesion while delivering the stent to the mid part of the non mdt guide catheter. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously deployed stent. No resistance noted when advancing the device to the lesion and excessive force was not used. The dislodged stent was removed by removing the catheter. The stent remained inside the catheter. No damage to guide catheter upon removal from the patient. The same guide catheter was not used to complete the procedure. Patient status post-procedure is alive with no injury.